Event description:
It was reported that a unspecified software issue occurred with the pump, requiring a reset by the customer. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.